Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (lead) did not confirm any wire damage. Approximately 13.5 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Moderate breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with over 5 years of use. Visual inspection of the underlying wires under a microscope revealed minor insulation abrasion at the distal end of the lead; however, no areas of compromised wire insulation exposing the inner metal conductors were observed. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation of the returned lead segment did not identify an issue that would have contributed to the low speed/pump stoppage events captured in the log file. A representative of the manufacturer¿s technical services team indicated that no alarms could be reproduced prior to or following the percutaneous lead replacement procedure. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 2 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016, that multiple pump stoppages occurred while the lvad was supported on the power module. The patient was asymptomatic. The patient¿s system controller log files were submitted to the manufacturer¿s technical services for review. Log file analysis confirmed the pump stoppages. On 10/06/2016, representatives of the manufacturer¿s technical services team arrived onsite and a percutaneous lead (driveline) replacement was performed. Post-replacement the alarms were unable to be reproduced. On 10/11/2016, it was reported that the patient was discharged on an unspecified date. No additional alarms had been reported.